Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-aug-2025, the user reported seeing three dashes on their ilet display while using a dexcom g7 continuous glucose monitor sensor (cgm). At the time, dexcom app showed blood glucose (bg) 277 mg/dl trending downward. The agent had user enter their bg manually, and ilet then displayed 247 mg/dl. Later review confirmed bg returned to range. Lowest blood glucose (bg) recorded was 247 mg/dl and highest was 277 mg/dl. Bg was corrected with insulin from dinner. No symptoms, outside assistance, or medical intervention were required.